Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an "error 4" issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an "error 4" issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and performance testing with control solution, error 4 was observed. Also, a secondary issue was observed where on performance testing with control solution, the results were found to fall above the labeled range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) - the test strips involved with this complaint were returned on (B)(4) 2011 and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips were tested and "error 4" was observed via performance testing with control solution. Also, a secondary issue was observed with the test strips where on performance testing with control solution the results were found to fall above the labeled range. The meter was returned to lifescan on (B)(4) 2011 and testing was completed on (B)(4) 2011. The alleged complaint could not be confirmed with the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.